Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample indicates no damages or abnormalities. Priming was attempted on the sample and a leak was immediately identified at the outlet side port of the filter to the assembly tubing. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the root cause for leakage between tubing and filter could be related to lack of solvent in the engagement due to issues with the solvent dispenser. A quality notification was created to address the leakage between the tubing and filter. Additionally, a work order was created to review the solvent dispensers, a quality alert for the specific was communicated to the production personnel, and the work instruction was updated to replace the mdgn solvent dispenser for the medica 7 solvent dispenser to avoid defects due to the incorrect amount of solvent applied between components. A device history record review for model mz9271 lot number 24039019 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector had leakage. The following information was provided by the initial reporter: tpn noted to be leaking at distal end of filter on the "microbore bi-fuse extension set, 2 IV connectors, filter" piece. Quantity affected: 1 ea. Was there injury? No - resulted in the need for increased monitoring.